Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: 19 months after the procedure. It was reported via trial that on (B) (6)2008, the patient underwent stenting in the predilated mid left anterior descending (lad) artery with one xience v stent. On (B) (6)2009, the patient developed coronary atherosclerosis of the proximal lad and underwent revascularization of the target lesion. The patient's condition resolved, and the patient was discharged on (B) (6)2009. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.